Manufacturer narrative:
Qc prior to the event was within lab-established ranges but the lab's range is set to 3 sd for na.a field service engineer (fse) went on-site and identified sample tube gel in the sample probes of both instruments. The fse replaced the sample probes on both instruments. The root cause is attributed to poor sample quality.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that both their unicel dxc 800 pro synchron clinical systems generated 16 false low sodium (na) results which were reported outside of the laboratory. When the physicians questioned the results, the instruments were recalibrated and the samples were repeated. Results were higher and the reports were amended. The results provided by the customer are shown in the attachment. The results came from both instruments and the customer cannot identify which instrument generated which results. The details of the other instrument are documented in MDR #2050012-2011-01265. There was no affect to patient treatment with regard to this event.